Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited high capture threshold and r-wave amplitude variation one day after the initial implantation. The rv lead was explanted and replaced. The patient was stable throughout the procedure.